Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found that the pneumatic module was faulty. It is unknown whether the unit is repaired at this time, a supplemental report will be sent if additional information is provided.

Event description:
N/a.